Manufacturer narrative:
Alternative report identification number (B)(4). The device manufacturer date is not available as the lot number is unknown. All pertinent information available to the manufacturer has been submitted.

Event description:
Male patient reported experiencing irritation in eyes with use of consept onestep. He forgot to add a neutralization tablet to the disinfecting solution and wore the lens yesterday. This morning he had uncomfortable feeling with his right eye, but at the time of calling, he did not have any symptom. He had no symptom with his left eye. Patient did not have lot number of the complaint product. As a result of a follow up call, the patient stated he saw a doctor on (B)(6) 2015. The doctor's diagnosis was conjunctivitis. Patient received gatiflo and fluorometholone eye drops. Symptom was relieved in one week. Patient could not use contact lens for one week.